Manufacturer narrative:
D7a, h4, h6- health effect - impact code: corrected. H3 and h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. Motor drive and occlusion test was performed, and the device failed the test due to a faulty printed circuit board (pcb). The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty main board.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had motor rate error. There was no patient involvement, and no patient harm.